Manufacturer narrative:
Unexpected power system error alarm, replace battery alert and replace battery now alarms during monitoring and power system error alarm was triggered when the lithium backup battery was less than 3.50v for 240 consecutive minutes as indicated in the power management graph due to j6 connector resistance issue. The connector for j6 on the printed circuit board assembly was properly connected during our visual inspection. The j6 connector was disconnected and reconnected then monitored for two days with the insulin pump functioning properly during testing as shown in the power management graph. No unexpected power error detected messages, rewind anomalies or bolus not delivered alerts noted during testing. The insulin pump passed displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. The insulin pump as received with scratched casing, minor scratches on the lcd window and pillowing keypad overlay.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump is stuck in the rewind sequence. Customer's blood glucose was 47 mg/dl at the time of incident. Troubleshooting found that the customer previously called to report that the insulin pump also alarmed power error. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. There was no further information provided by the customer or troubleshooting and no low blood glucose troubleshooting was performed.